Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown (B)(6) h4. Device manufacture date: unknown investigation summary: material #: 36488000 lot/batch #: unknown bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve fall off was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device the sleeve fell off into the collection tube. There were no health consequences or impacts reported.